Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported the patient ¿pulled the lead off.¿ patient also noted that from sweating everything ¿was coming off/move.¿